Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A ti matrixmandible 2 x 2 crescent plate broke post operative. The doctor commented that the plate would have been broken 2-3 months after the operation. Procedure: ssro; set back: 5-6 mm; gap: 1.5 mm; rotation: 0.4 degrees. There is no gap between the buccal and lingual side bone.